Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: pfs and medical records received. Pfs and medical records reviewed for reportability. Pfs reported difficulty with activities of daily living, emotional distress, consequences related to metal ion exposure, pain, painful itchy rash, dislocations, hip fracture, confined to wheelchair, loss of independence and homebound. Medical records and revision surgical report noted popping, instability, several episodes of subluxation, and deficient abductors. Update ad 05 sep 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges pulmonary embolism and bone fracture. Doi: (B)(6) 2009 (liner, head, and apex hole eliminator) - dor: (B)(6) 2010 (left hip) doi: (B)(6) 2007 (cup and stem). This pc is for the second revision of the left hip. Please see pc-(B)(4) for the first revision and pc-(B)(4) for the third revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> .no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.